Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, the reported issue reoccurs when the cable was twisted. In addition, the image was not at the center due to a deformed coupler. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the 4k camera head is unable to display image. The event occurred during preparation for use, prior to a therapeutic laparoscopic procedure. A similar device was used to complete the operation with no more than a 15-minute delay. There was no patient harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, it was assumed that the cause of the phenomenon of the ¿image is not displayed¿ was due to the faulty camera cable (the cable was twisted). The cause of the defective camera cable could not be identified as no further information was available. Olympus will continue to monitor field performance for this device.